Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, b5, h6(method). H11: d4 (unique identifier (UDI) #). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that approximately one months and fourteen days post index procedure using a drug-coated balloon catheter in the cephalic vein for target lesion stenosis, the subject had an adverse event of resistant stenosis in the brachial cephalic arteriovenous fistula. It was further reported that the adverse event was relationship was not related to the device and procedure but definitely related to the arteriovenous access circuit. Reportedly, on the same day, target lesion re-intervention was performed by using standard percutaneous transluminal angioplasty and other drug coated balloon with initial stenosis of 90% and final residual stenosis of 0%. It was further reported that approximately three months and twenty one days post index procedure, the subject had an adverse event of difficult cannulation due to stenosis. Reportedly, the adverse event was not related to device and procedure but definitely related to av access circuit. Furthermore, the subject underwent re-intervention involved on the target lesion with initial stenosis of 50% and final residual stenosis of 29%. Reportedly, the re-intervention was successful and the current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 02/2027) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that approximately one months and fourteen days post index procedure using a drug-coated balloon catheter in the cephalic vein for target lesion stenosis, the subject had an adverse event of resistant stenosis in the brachial cephalic arteriovenous fistula. It was further reported that the adverse event was relationship was not related to the device and procedure but definitely related to the arteriovenous access circuit. Reportedly, on the same day, target lesion re-intervention was performed by using standard percutaneous transluminal angioplasty and other drug coated balloon with initial stenosis of 90% and final residual stenosis of 0%. Reportedly, the re-intervention was successful and the current status of the patient is unknown.

Event description:
It was reported through the results of a clinical trial that approximately one months and fourteen days post index procedure using a drug-coated balloon catheter in the cephalic vein for target lesion stenosis, the subject had an adverse event of resistant stenosis in the brachial cephalic arteriovenous fistula. It was further reported that the adverse event was relationship was not related to the device and procedure but definitely related to the arteriovenous access circuit. Reportedly, on the same day, target lesion re-intervention was performed by using standard percutaneous transluminal angioplasty and other drug coated balloon with initial stenosis of 90% and final residual stenosis of 0%. It was further reported that approximately three months and twenty-one days post index procedure, the subject had an adverse event of difficult cannulation due to stenosis. Reportedly, the adverse event was not related to device and procedure but definitely related to av access circuit. Furthermore, the subject underwent re-intervention involved on the target lesion with initial stenosis of 50% and final residual stenosis of 29%. It was further reported that approximately eight months and five days post index procedure, the subject had an adverse event of prolonged bleeding of avf during dialysis. Reportedly, the adverse event was not related to study device and study procedure but possibly related to av access circuit. Reportedly, a standard pta and lutonix dcb was used in re-intervention on the target lesion on cephalic vein with initial stenosis of 80% and final residual stenosis of 20%. Reportedly, the re-intervention was successful and the current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.